Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to distal stent rows 1-8. The stent rows were damaged and stretched over the distal markerband and tip causing the proximal end of the stent to move 4mm distal from the distal end of the proximal markerband. The undamaged crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. Stent crimp markings were evident at the proximal end of the balloon indicating the stent was crimped to the balloon before shipping. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-may-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. Following pre-dilation, a 4.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage and stent movement on balloon.